Manufacturer narrative:
Evaluation summary: a manufacturing non-conformance was observed based on visual inspection which indicated that the fixation peg(s) disassociated from the posterior face of the triathlon cutting block. The product experience reporting database shows this event is related to a trend of similar events where the fixation peg(s) has disassociated from the posterior face of the triathlon cutting block.

Event description:
It was reported that, "dr. (B)(6) put in the size 4, 4 in 1 cutting block for a triathlon navigated knee to make his femoral cut. After he made his cuts he took the cutting block out and one of the pegs on the back of the cutting block came off and was stuck inside the femur. He used surgical tools to pull the peg out and continued with the procedure."